Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306593 and lot number 0175222. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ pre-filled normal saline syringe barrel was damaged and leaked when preparing to use it for the flush. (B)(6) following information was provided by the initial reporter, translated from chinese to english: "the child was admitted to the hospital for bronchopneumonia on (B)(6) 2021. After the infusion was completed at 12:24 on (B)(6) 2020, it would use a flush to seal the intravenous indwelling needle. When the flush was opened, it was found to be broken and leaked, and replaced."